Manufacturer narrative:
The product has been requested for eval; however, it is unk if it will be returned.

Event description:
Report received from (B)(6) states: "vitrectomy cutter fails in cutting vitreous during surgery." Add'l info has been requested yet not received.